Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05154. The same patient is represented in each medwatch.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: the patient reports increased incontinence, pain, dyspareunia and pelvic spasms. (B)(4). Dyspareunia. Pelvic spasms. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, vaginal prolapse, a cystocele, and a rectocele. No additional information was provided. The lot provided corresponds to a sub assembly which was used in two different devices. They are as follows: prolift +m pelvic floor repair- product code: pfra02, lot: 3431832, manufacture date: 05/31/2010, and expiration date: 03/31/2013; prolift +m pelvic floor repair- product code: pfra02, lot: 3432949, manufacture date: 06/04/2010, and expiration date: 03/31/2013; in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2015 by (B)(6) at the (B)(6) medical center.

Event description:
It was reported that the patient underwent mesh revision on (B)(6) 2015 by (B)(6) at the (B)(6) medical center.